Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device, product ID 977d260, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that pt's roommate reported the possible infection and hospitalization and no further information was known. The information has been provided and confirmed with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the trial device was not sent as it was discarded by the customer.

Event description:
Information was received from multiple sources (trial patient, manufacturer representative, friend/family member) regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient's roommate contacted the manufacturer rep and stated there was a possible infection. Rep was not present at lead pull and was not notified of infection after lead pull. The healthcare provider (hcp) was notified. Hospitalization was reported. The issue was resolved and the leads and ens will be returned. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID: 977d260; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: screening device. Product ID: 977d260; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 20-sep-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 20-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.